Event description:
--

Manufacturer narrative:
The lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Seven months later the pace/sense terminal pin was capped due to the existing high impedances and a new lead was implanted for pacing and sensing. This lead is still being used for defibrillation therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued by the latitude remote monitoring system due to this right ventricular lead exhibiting high pacing impedance measurements. The impedances had been trending upward from 1100 to >2500 ohms. Pacing thresholds were also increased. The device has has approximately one year longevity remaining so the system will be followed until replacement, unless sensing issues occur. No adverse patient effects were reported.